Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8591-38 neuro accessory, implanted (B)(6) 2012; 8637-40 neuro pump, implanted (B)(6) 2012; 8709sc catheter, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, short v-v intervals, and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. (B)(4).

Event description:
T was further reported that there was an insulation breach, decreased impedance, low impedance, and noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.